Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultra meter has a power issue (does not turn on). The patient manages his diabetes with pills/diet/exercise. The power issue began approximately 3 days prior to the call to lfs. The patient took his usual oral medication of metformin on the day of concern. Later that night he reportedly had symptoms described as "urinating more often." The patient stated he did not have medical intervention to suggest a serious injury. During troubleshooting, the patient indicated that was no product misuse. The power issue was not resolved with training. This complaint is being reported because the patient reportedly had symptoms suggestive of hyperglycemia after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.